Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up medwatch report will be submitted if the part is returned or if additional information is received.

Event description:
It was reported that during a da vinci si gastric bypass procedure, the instrument arm that the graptor instrument was installed on banged against another instrument arm. As a result, the instrument housing came off and pieces of the instrument fell into the patient. The fragmented pieces were retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that two of the four housing snap tabs and three adjacent housing pins were broken. As a result of the damage, the housing can be removed. The housing is located on the back end of the instrument and does not come into patient contact during the surgical procedure. The front end of the instrument was found to be intact. Since there is no patient contact with the housing, the initial reporter was contacted for additional information regarding the reported product problem. On (B)(4) 2012, the initial reporter indicated that the information provided when the complaint was initially reported was incorrect and that no instrument pieces fell into the patient during the surgical procedure.